Event description:
The initial reporter received questionable ca2 calcium gen.2 and other assay results from an unspecified number of patient samples tested on the cobas 8000 c702 module. The reporter stated that daily qc was not performed and some results were accompanied by a data flag. These results were not reported and the patient samples were rerun on their other module. The reporter also stated that some results were reported to the patients but they were immediately notified of the correction. The reporter was able to provide two examples of questionable results: sample 1 the initial result was 5.7 mg/dl. The repeat result was 8.7 mg/dl. Sample 2 the initial result was 6.7 mg/dl. The repeat result was 8.6 mg/dl.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found that several qcs for the assay were out of range. He also found that the module had poor cuvette washing and one of the suction tubes in station 1 was punctured. He then repaired the hose, cleaned the wash station, and adjusted the supply. He performed mechanical checks, calibrations, and qc with successful results. The investigation determined that the event was caused by insufficient service maintenance. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.